Event description:
End user's husband reports a red blistered rash under the mass from the 5 to 8 o'clock position. The end user has had this breakdown on and off since (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user cleans her skin with warm water; pats dry; applies (B)(4) powder; protective barrier wipe and then wafer. The stoma only protrudes approximately 6 mm and is oval in shape. Reviewed crusting with (B)(4) powder and the use of no sting protective barrier wipes with the husband. Also, instructed end user's husband to call back with concerns or questions. Samples of a moldable convex wafer, pouch, and no sting protective barrier were sent. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch 3j01989 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received october 28, 2015. The product associated with batch 3j01989 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).